Manufacturer narrative:
Investigation summary: twenty syringes and photos have been received to perform investigation. Upon visual inspection, no defect can be observed in the tip of the syringe. It is correctly molded with no burrs or defects that could affect the connectivity of the syringe. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on the available information we are not able to identify a root cause of the connectivity defect for syringe related to the manufacturing process at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that the syringe 1ml ls sp120 was difficult to connect to the needle, which pulled out of the hub. The following information was provided by the initial reporter, translated from japanese to english: "this is a report about syringe needle connectivity issue. The customer uses this product for covid vaccination. According to the customer's report, the needle doesn't fit the syringe properly and is easily detached from the syringe hub. This issue is occurring in about 20% of the products supplied for vaccination.".

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the syringe 1ml ls sp120 was difficult to connect to the needle, which pulled out of the hub. The following information was provided by the initial reporter, translated from japanese to english: "this is a report about syringe needle connectivity issue. The customer uses this product for covid vaccination. According to the customer's report, the needle doesn't fit the syringe properly and is easily detached from the syringe hub. This issue is occurring in about 20% of the products supplied for vaccination."